Event description:
It was reported that a pulse generator reached elective replacement indicator (eri) and beeped. Boston scientific technical services (ts) consultant recommended to explant the device within 20 days of reaching eri or to send the data for analysis if a longer replacement interval was desired. Customer denied sending in data for analysis at this time and consulted doctor for next steps. Device was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. The device operated appropriately. A series of electrical tests were performed, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that a pulse generator reached elective replacement indicator (eri) and beeped. Boston scientific technical services (ts) consultant recommended to explant the device within 20 days of reaching eri or to send the data for analysis if a longer replacement interval was desired. Customer denied sending in data for analysis at this time and consulted doctor for next steps. Device was explanted. No additional adverse patient effects were reported.